Event description:
Tip of myoma screw 5mm pl430r broke during surgery.

Event description:
Additional information received on 06-jul-2023 from reporter for mw5119092. Reporter calling to change the preprocessor question from yes to no. Reporter states that she answered this question incorrectly in the original report submission, and that this is not a reprocessed device.